Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital after hearing beeping tones from the device. Upon interrogation, a message was displayed indicating a possible device malfunction had occurred.